Manufacturer narrative:
(B)(4). There were no returns made available by the customer for this evaluation. The evaluation began with the testing of a retained reagent kit of the architect anti-hbc ii assay, lot number 95138hn00, that met all specifications; control materials generated values within acceptable ranges. The reproducibility of this reagent lot was evaluated by testing 30 replicates of the (B)(6) control with the lot 95138hn00 and a reference lot (93464hn00) on two instruments. Statistical evaluation of the mean values of the (B)(6)control showed that the performance of reagent lot 95138hn00 is not statistically different to the performance of reference lot 93464hn00. All results for the (B)(6)control were within normal range and no (B)(6) results were obtained. In addition, clinical sensitivity was evaluated by testing one commercially available seroconversion panel (profile diagnostic seroconversion panel (B)(6)). The panel results were compared to data provided from the manufacturer for this panel on the assay. Reagent lot 95138hn00 generated the same bleed reactivity as the data provided by the manufacturer. The instrument log-files provided by the customer were also evaluated and did not provide any indication for the cause leading to the customer's results. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti-hbc ii package insert provides information to address the customer's current issue. Based on the current evaluation, it was determined that the architect anti-hbc ii reagent, list number 8l44-25, lot number 95138hn00, is performing acceptably. A product malfunction was not identified. Evaluation method: review of complaint tracking and trending.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22. (B)(6).

Event description:
The customer states that one patient sample generated a (B)(6) result. On (B)(6) 2011, the sample generated a (B)(6) (heparin tube). All controls were within specifications. The sample was retested on (B)(6) 2011 and generated (B)(6) (heparin tube) and (B)(6) (primary tube). No suspect results were reported from the lab. There is no impact to patient management reported.